Manufacturer narrative:
At the present time there is no revision surgery planned. Should additional information be obtained, this report shall be updated.

Event description:
It was reported that the patient underwent left total knee arthroplasty on (B)(6) 2008. It was also reported that post op. The patient experienced pain.